Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements since implant. There was no evidence of oversensed noise and the device has never delivered a shock. Boston scientific technical services (ts) suspects ionization and/or calcification on the lead is causing the increasing impedances but recommended troubleshooting to rule out a lead issue. Ts recommended performing isometrics and pocket manipulations while measuring the impedances to test for hidden fractures. No adverse patient effects were reported. The device remains in service.